Event description:
It was reported that the patient underwent an obturator sling procedure in 2009. Post-surgery, the patient reported experiencing pain from the groin to the knee on the left side. The surgeon reported that & #34;the mesh exited at a higher place than her markings & #34;. The device remains implanted. Additional surgery may be required.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.